Manufacturer narrative:
(B)(4). D10 - medical product: stemmed nonaugmentable tibial component catalog # 00598604702 lot # 61791483. All poly patella catalog # 00597206638 lot # 61752496. Femoral component catalog # 00599601651 lot # 61718587. Palacos rg 1x40 single catalog # 00111314001 lot # 71714254. Compact vacuum cement mixing system catalog # 00504903501 lot # 61752750. H3: reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure thirteen years post implantation due to fractured implant. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph provided. Visual inspection of the photograph provided shows that the post of the bearing is fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.